Event description:
It was reported that a mersilene mesh was used in a chin implant and the pt subsequently developed an infection. The mesh was surgically removed and the pt was treated with antibiotics. No other info is available.